Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the evaluation confirmed the guidewire tip was torn likely due to brittle fracture. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to following: 1) an attempt was made to insert the actual product into the endoscope while using a guide wire. 2) the tip and guide wire were inserted into the endoscope at a large angle as shown in the figure below. 3) a load was applied to the guidewire tip that exceeded its resistance strength, causing the guidewire tip to tear. The event can be prevented by following the instructions for use (IFU) which state: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. When using a guide wire, insert this product into the forceps plug of the endoscope while holding the tip and aligning the tip with the guide wire as shown in figure 4.20. Do not insert the tip and guide wire at a large angle as shown in figure 4.21. The guidewire tip may be damaged and may not be able to be inserted along the guidewire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the guidewire tip was torn. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the mechanical lithotriptor had issues while trying to insert into the forceps channel of the scope to crush a common bile duct stone during endoscopic retrograde cholangiopancreatography (ercp), the monorail at the tip of the basket of the device broke outside the body. Therefore, it was not possible to pass the guide wire through. There was no report of delay, and the procedure was completed on a similar device. There were no reports of patient harm.